Event description:
Country of complaint: (B)(6). A pt with mca bifurcation aneurysm was operated on and 7 mm bayonet clip was used which slipped off after four days.

Manufacturer narrative:
Evaluation on-going at manufacturing site.